Manufacturer narrative:
The device is expected to be returned for investigation.

Event description:
The customer contact reported, a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse noted that the tubing had separated from the luer male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.